Manufacturer narrative:
Evaluation summary: based on the available information, an exact cause for the reported condition cannot be determined. Should additional substantive information regarding the case be received subsequent to complaint closure, the complaint will be re-opened and re-processed at that time. Evaluation: the articular surface provisionals were returned chipped, cracked, and fractured. Dimensional readings are conforming to print specifications. These parts all show evidence of normal wear, having been in the field for more than 3.5 years (5961-40-10, 5961-32-10) or more than 7.5 years (5971-40-12). The parts were returned and the manufacturing documentation for these lots has been reviewed and indicate that the devices were manufactured to specification.

Event description:
It is reported that the provisionals have chipped and fractured during use.